Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a patient follow up, it was noted that the rv lead exhibited a pacing impedance measurement above 3,000 ohms and lower amplitudes. Additional testing was performed and the following rv lead measurements were all in normal range, including the pacing impedance measurements. An x-ray was performed and revealed no changes to the lead's position since implant. Although the physician cannot explain the intermittent changes in the rv lead measurements, he does suspect the beginning of a lead issue. No adverse patient effects were reported. The patient will continue to be monitored via normal follow ups and with their remote monitoring system. The rv lead remains implanted and in service with the cardiac resynchronization therapy defibrillator (crt-d) system.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent high impedance measurements. There is a concern of a product performance issue with the lead. No adverse patient effects were reported. No interventions have been performed and the patient will be closely monitored using a remote monitoring system.

Event description:
Several months later, the field representative was called to the hospital to assist with a revision. This rv lead was still exhibiting high and out of range pacing impedance measurements. In addition, the pacing impedance measurements had increased. The shock impedance measurements were still in normal range. A revision was performed and the physician noted that the setscrew of the crt-d was not engaged tightly and the lead terminal pin would be removed from the port. The rv lead terminal pin was re-inserted and the setscrew was fully engaged. After this was performed, all lead measurements were in normal range. The crt-d and rv lead remain implanted and in service. No additional adverse patient effects were reported.